Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. (B)(4) - the installation of the dental implant was performed right after the tooth removal. For this reason, it is suggested that the implant was anchored only in its apical portion. This makes it difficult to achieve an adequate primary stability.

Event description:
On the day the immediate implant was placed in ada site 13 in the mouth, primary stability was not achieved in type iii bone. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. (B)(4) - after the evaluation was noticed that the item received is differentfrom the item reported. Therefore, the lot number was not considered. The installation of the dental implant was performed right after the tooth removal. For this reason, it is suggested that the implant was anchored only in its apical portion. This makes it difficult to achieve an adequate primary stability.

Event description:
On the day the immediate implant was placed in ada site 13 in the mouth, primary stability was not achieved in type iii bone. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.